Manufacturer narrative:
The returned device was evaluated and the investigation found both a kink and a hole on the exposed portion of the soft cannula. When the distal tip of the soft cannula was manually occluded, fluid diverted through the hole. Although damage was present, the timing and cause are unknown. No evidence was found of any defects that would cause bleeding or bruising. The formed needle was inspected and no abnormalities were found. Although no defects were found, the reported event could not be determined. Lot release records were reviewed and the product lot met all acceptance criteria. Omnipod insulin management system ¿ user guide: model: ent450, 17845-5c-aw rev a 10/17. Checking your blood glucose 4 / page 36: warnings: test results greater than 13.9 mmol/l mean high blood glucose (hyperglycemia). Warnings: if you get results below 3.9 mmol/l or above 13.9 mmol/l, but do not have symptoms of hypoglycemia or hyperglycemia (see "living with diabetes" on page 117), repeat the test. If you have symptoms or continue to get results that fall below 3.9 mmol/l or above 13.9 mmol/l, follow the treatment advice of your healthcare provider.

Event description:
It was reported the patients blood glucose level rose to 400 mg/dl, while experiencing bleeding at the site. The patient treated the hyperglycemia by applying a new pod. The pod was worn between 4 and 24 hours on the leg.